Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 2 days in a row due to low blood glucose. On (B)(6) 2018 they had blood glucose of 34 mg/dl at the time of the incident. The customer was at 279 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as being out of it and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer believes their sensor was not accurately reporting their blood glucose. Troubleshooting was completed and the customer will monitor the pump. The customer had another low on the day of the call. The customer woke up with a high which they treated for with a pump bolus. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir.